Event description:
Information was received from a patient regarding an external device. The reason for call was patient said this morning they noticed their patient programmer stopped working, the screen came up with some crazy stuff they had never seen before, they tried to use an older one and it was not connecting at all to the battery but if they put it on the charger it will charge up. Patient said they have not been able to control the intensity and that is not a good thing, they have to have it on at high at all times. Patient mentioned they can't lie down, sit down ad barely move because the stimulation is high. Patient mentioned they had terrible nerve damage in their right leg and has to have the stim jacked up all the time. Patient also mentioned seeing eri with a picture of a doctor when they were recharging their implant. Patient then mentioned they got their 2nd implant a rechargeable implant in 2016 or 2017 in puerto rico. Agent asked and patient mentioned they did not have a patient ID card for their 2nd implant. Agent worked with patient to try to sync the patient programmer to their implant but the patient reported seeing medtronic pem version 2.2.3, timdvr system error. Patient noted the screen would not advance on the patient programmer. Agent consulted with technical services (tss) and reviewed information with patient. Agent reviewed eri and eos with patient. Agent sent an email to manufacturer representatives (rep) for visibility. Agent emailed patient's physician listings. The issue was not resolved through troubleshooting. An email was sent to the point of contact for latin america to order a patient programmer for the patient. The patient was redirected to their healthcare provider (hcp) to further address the eri and next steps of replacing the implant. See (B)(4) for related event and (B)(4) for previous programmer issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.